Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, corrosion was found in the air/water nozzle. The definitive root cause of the issue could not be determined. However, based on previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion in the air/water nozzle. There was no patient involvement.